Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not completing the necessary steps to remove air from the cartridge. Tandem technical support educated the customer to make sure to complete the cartridge air removal step prior to filling the cartridge. Customer loaded a new cartridge to resolve the issue. There was no adverse impact to the customer's blood glucose level.